Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user accidentally dislodged a steel 6 mm infusion set, delayed replacing it, and subsequently experienced hyperglycemia while using the ilet system; customer support guided replacement of the cartridge and infusion set, after which insulin delivery resumed and the user¿s blood glucose was 318 mg/dl. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included temporary disruption of therapy without hospitalization or professional medical intervention beyond telephone support. Investigation included telephone troubleshooting and education regarding infusion set and cartridge change procedures. Investigation of this case revealed user difficulty with device terminology and a dislodged infusion set leading to interrupted insulin delivery, after which therapy resumed and the system was expected to correct the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear.